Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6), the lay user/patient's father contacted lifescan (lfs) alleging his daughter's onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient's father on (B)(6) 2011 and obtained the following information. The reporter states the alleged issue began approximately on (B)(6) 2011. The patient was reportedly getting high readings as compared to her feelings and normal readings. The reported stated her blood glucose range is normally between 80-140 mg/dl and although he could not recall specific readings, he alleged they were running higher than her range. The patient reportedly manages her diabetes with novolog insulin using an insulin pump (unknown regimen). The reporter claimed that the patient increased her doses of insulin as of (B)(6) 2011, in response to the high readings. The reporter claimed that on (B)(6) 2011 at 8 or 9am the patient was at camp, she tested her blood glucose on the subject device and received an "85 mg/dl" but could not confirm if she took any action in response to this reading. Shortly after testing, that day, the patient reportedly began to "sweat and vomit." When the patient arrived home shortly afterwards, at an unknown time, she tested her blood glucose on another, unknown device and the reading was "46 mg/dl." The reporter could not recall the exact result or time difference between the two tests. The patient reportedly self-treated herself with glucose gel and tablets and began to feel better immediately afterwards. At the time of troubleshooting, the cca noted that the patient did not have any control solution at the time. The testing technique was correct and the sample was drawn from an approved site. The subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient's father claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.